Event description:
It was reported that on (B)(6) , after a CT scan, a nurse received a laceration requiring three stitches. While she was stepping on the foot switch to take the patient off the couch, the IV route (tube) that was attached to the patient almost got caught in the gap in the handle at the rear of the bed. When the nurse quickly reached for it her left index finger got caught in the gap in the handle causing the reported laceration.

Manufacturer narrative:
An investigation was performed, and it was determined that the reported event was caused by user error. The operation manual and warning label inform users of the potential harm to their hands when using the couch.